Manufacturer narrative:
Change (B)(6). From: synchron unicel dxc 600, to: synchron vancomycin reagent. From: clinical chemistry analyzer, to: synchron vancomycin reagent. Classification code: from: jje, to: leh. From: k042291, to: k013076.

Event description:
Beckman coulter inc. (Bci) taiwan reported the vancomycin reagent cartridge was chipped at the seam and leaked. No injury was reported.

Manufacturer narrative:
Credit memo was issued.